Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection and erosion. Additional information received from the field representative indicates that this ra lead was fractured during system extraction and the distal tip was retained. The physician tried to snare the retained fragments but was unsuccessful. In addition, the field representative reported that fluoroscopy was done to confirm lead fracture at the mid-way down of the ra lead. All available information indicates that the ra lead was partially abandoned. No additional adverse patient effects were reported.